Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and confirmed the clear and the black line on the probe manifold were detached due to insufficient solvent. The observed defect most likely resulted in customers complaint. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error when the probe manifold was being assembled. The error most likely occurred during error during the wetting process of the tubing with solvent which resulted in detachment of the probe manifold. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not undergo aspiration and cut the vitreous body normally during a right eye vitreous hemorrhage surgery (with hyaluronic acid) resulting in the inability to perform the surgery and delaying the entire surgery time by ten minutes. The surgery was completed after replacing the vitrectomy probe with a new one. The patient returned smoothly to the ward after completing the surgery without any impact.